Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # 400585411. Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 22g04ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between 6.86% and 0.63%. Received 1 used and filled easypump ii lt 100-50-s-EU/sa. As received condition, the clamp clip of the sample was opened, and patient connector was not connected to wing cap. Visual inspection had done throughout the sample. White crystallize residue observed at the microbore tube and glass tube inside patient connector. The clamp clip of received sample was released. No flow was observed on the received sample. The blockage of the received sample was potentially due to white crystallization at the microbore tube and glass tube inside patient connector. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/ precipitation will cause the partial blockage or blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. Since the received sample is blocked, further investigation for flow rate was not possible. However, there are some possibilities that can cause fast flow rate during application, such that one or combination factors are listed as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2ml/hr to 2.3ml/hr. Factor 2 external pressure. External pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell. According to IFU, the outer layer must be unfolded properly prior filling. Refer figure 5. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: received sample was observed blocked at bmi and bbm investigation. The blockage of the received sample were potentially due to white crystallize at the microbore tube and glass tube inside patient connector. Since the received sample is blocked, further investigation for flow rate was not possible. Hence, we considered this complaint as not confirmed. The received sample is blocked, further investigation for flow rate was not possible. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "overinfusion." According to the customer: "end of the diffuser planned for (B)(6) at 16h. End on (B)(6) at 7h before the patient's wake-up time."